Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months, 29 days. Manufacturers investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmia could not be determined. The center reported that the patient felt increased dyspnea and abdominal distention on (B)(6) 2018. The patient was found to be in polymorphic ventricular tachycardia torsade. The patient was transferred to the ICU for cardioversion and the issue reportedly resolved. The patient remains ongoing on vad support. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was experiencing an increase in dyspnea and abdominal distension and was directly admitted to the telemetry floor from a clinic visit. Polymorphic ventricular tachycardia torsade was found and the patient was transferred to the intensive care unit for cardioversion.